Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics. No constant tone was noted. The testing could not be performed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners, and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump had been exposed to water while at the river. The screen went blank and the insulin pump began to alarm. The blood glucose reading was 180 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.